Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported that the lead migrated. The pt did not notice any change in the stimulation. The lead was successfully repositioned on (B)(6) 2011.